Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 7288 implantable cardioverter defibrillator 2006-(B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on right ventricular (rv) lead. Thelead remains in use. It was noted that the patient was having electrolyte imbalance issues. No further patient complications have been reported as a result of this event.